Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had visited their dentist and the dentist is not willing to clear them for orthodontics. Their dentist is willing to refer them to an orthodontist. It is advised that the patient should be seen chairside. This is contraindicated patient, notice that patient has an anterior open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.